Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided on 11/04/2025. Elevated bg was addressed by a manual insulin injection. The customer changed pump supplies and resumed insulin, continuing to use current pump for insulin delivery.